Event description:
The procedure was performed in the sfa: in 2007: pvi; the existing 6f sheath was exchanged for a different 7f sheath, advanced from the left femoral artery to the right common femoral artery over a wire. One heparin was administered and heparin drip was continued throughout the case, resulting in act's of 300-400. Utilizing road-mapping technology, the chronic total occlusion was crossed with mild to moderate difficulty with an exchange length glidewire directed through a 4f catheter. Position within the true lumen in the distal popliteal artery was confirmed with a contrast injection through the distal end of the catheter. This catheter was used to exchange for a wire. Thereafter, angioplasty was performed with a 4.0 x 100 balloon for multiple overlapping inflations starting in the distal superficial femoral artery throughout the mid and proximal vessel, all at 8 atms. Repeat angiography demonstrated a restored patency of the superficial femoral artery with two areas of dissection. There was also some dissection in the popliteal artery likely from a brief sub-intimal course. Thereafter, we proceeded with cryo angioplasty in the popliteal vessel with a 4.0 x 40 balloon for three overlapping inflations at "s" atms. Following this, we proceeded with stenting of the distal right sfa. The distal right sfa was stented with an ev3 everflex 7.0 x 150 self-expanding nitinol stent deployed in the normal fashion. Following this, a second ev3 everflex 7,0 x 150 stent was positioned in the mid and proximal sfa with a minimal area of overlap, approx 1mm. Following this another 7.0 x 40 self expanding stent was very carefully positioned to include the ostium of the sfa but not cover the profunda artery, approx 2mm of overlap with the pre-existing stent. This was deployed in the nominal fashion, following this; all stents were post dilated with a 5.0 x 100 balloon at 10 atms. Subsequent repeat angiography demonstrated a widely patent sfa. There was some mild dissection in the popliteal vessel, this was treated with additional angioplasty with a 5.0 x 40 angioplasty balloon for two overlapping inflations at 8 atms, following this, the balloon was removed with final runoff angiogram demonstrated a widely patent superficial femoral artery throughout its length with widely patent stents and 0-10% residual stenosis. There is a mild linear dissection in the popliteal artery which was non-flow limiting. There was no extravasations. There was timi iii flow in the distal vessel with three vessel runoff with no evidence of distal embolization. Approx eight and a half months later: cine angiograms of the stents themselves: (without contrast) this demonstrated widely patent stents with no stenosis of significant narrowing throughout their entire lengths. However, the second stent, which was a long stent in the proximal to mid sfa, had two areas of probable short stent strut fractures with no associated stent deformity. The third stent which was a long stent also had two stent fractures, the most significant, approx 20mm from the distal end in the medial aspect of the stent.

Manufacturer narrative:
Reference medwatch 2183870-2007-00080 for the same procedure.